Manufacturer narrative:
Reporter's email exceeds character limit: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an abdominal wall hernia on (B)(6) 2020. The patient had open surgery to occlude th incisional hernia on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report event as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The event reportedly resolved on (B)(6) 2020 and the patient continued on lvas support in stable condition. Additionally, there was noted recovery of the patient¿s left ventricular (lv) function and an lvas weaning trail was planned. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Sections 2 and 6 of the IFU, as well as sections 2 and 4 of the patient handbook state that ¿to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29mar2016. No further information was provided. The manufacturer is closing the file on this event.